Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: lot #: uk30731, expiration date: 9/30/2014, device manufacture date: 10/31/2012. A review of the manufacturing records was performed and indicated all results met the specification for healon5. No previous complaint is reported on this lot. Based on the manufacturing record review on healon lot #uk30731, there were no issues identified related to the complaint description. All finished product chemical and microbiological testing was confirmed to meet finished product specification healon5, valid at the time for release. Batch related environmental monitoring controls e.g. Air sampling and surface sampling on aseptic packaging met specified limits. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced an increase of intraocular pressure of 58 mmhg on post operative day number one (1). The patient underwent a vitreous tap on post operative day two (2) which decreased the intraocular pressure. The intraocular pressure spiked once again to 35 mmhg on post operative day two (2), and the patient underwent a second vitreous tap which lowered the pressure. It was reported that the patient was doing well. No additional information was provided.